Event description:
The reporter contacted animas on (B)(6) 2012 stating all of the keypad buttons had been intermittently unresponsive for one to two months. The keypad was reportedly intact with a small tear near the up arrow and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to have a small "nick" in it above the up arrow button, but did not penetrate the keypad rubber. Otherwise, the keypad was found to be fully intact without peeling. On testing, the up arrow, down arrow and ok buttons were responsive. The contrast button had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow, down arrow and contrast buttons.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.